Manufacturer narrative:
The device passed testing for delivery accuracy. During testing, the device delivered a measured volume of 20.54ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml +/- 1ml (+/- 5%). During testing, the device delivered a bolus dose when the bolus button on the device and the patient bolus cord were pressed. Based on the data verified, hospira could not attribute the issue to the device. The device history was downloaded at the service center. A review of the pump history found that on the reported event date of (B)(6) 2011, the pump was not powered on. Therefore, the history cannot be utilized to evaluate the reported event. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported inaccurate delivery. The device was returned to biomedical department from the anesthesia department with a report of the "bolus button does not work" and "some concern on how much was infusing." No specific patient information, device programming, or event details were provided. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. Multiple unsuccessful attempts have been made to obtain additional information including device programming and event details.